Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-83278 is a concomitant. Please refer to manufacturer report number 2016493-2025-83279, 2016493-2025-71651 which captured the correct suspect device per investigation report.

Event description:
It was reported there was an unexpected shut down while infusing tpa. Per report, fifteen minutes after the last patient check the clinician found that the tpa was not infusing. Heparin and precedex continued to infuse on separate lvp modules connected to the same pcu device. A label was placed on the actual alaris pump stating that there was a tpa and heparin infusion in progress. There were no other interventions needed at this time. Continued patient status assessment, neuro checks and pump status checks were performed. There was patient involvement, but no harm. Bd received additional information below through site visit. Information provided by report sent to biomed. Heparin infusing at 2500 units/500ml at 20ml/hour, tpa/alteplase infusing at 8mg/480 ml at 60ml/hour vtbi 420ml, on-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found residue build-up behind the handle and a delaminated keypad. Assessed pump module infusing the tpa and found the (l) iui incorrectly installed with the gasket seal exposed and a damaged sear spring. Assessed additional pump module attached to the pcu and a sticky latch was noted.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an unexpected shut down while infusing tpa. Per report, fifteen minutes after the last patient check the clinician found that the tpa was not infusing. Heparin and precedex continued to infuse on separate lvp modules connected to the same pcu device. A label was placed on the actual alaris pump stating that there was a tpa and heparin infusion in progress. There were no other interventions needed at this time. Continued patient status assessment, neuro checks and pump status checks were performed. There was patient involvement, but no harm. Bd received additional information below through site visit. Information provided by report sent to biomed. Heparin infusing at 2500 units/500ml at 20ml/hour, tpa/alteplase infusing at 8mg/480 ml at 60ml/hour vtbi 420ml, on-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found residue build-up behind the handle and a delaminated keypad. Assessed pump module infusing the tpa and found the (l) iui incorrectly installed with the gasket seal exposed and a damaged sear spring. Assessed additional pump module attached to the pcu and a sticky latch was noted.